Event description:
Physician at vamc was performing a lead removal procedure with a 14 fr spectranetics laser sheath ii. The procedure took two hrs and at the end of the procedure, the pt chest was cracked to find a 2cm tear in the svc. The tear was repaired and the pt recovered with no other problems.

Manufacturer narrative:
Rare but expected complications with calcified leads in svc. This is covered in physician training by spectranetics and in the IFU. Excellent preparation by the physician ensured pt recovery from this sae.